Event description:
It was reported that a patient had a shunt explanted because the shunt was shifting anteriorly, did not sit flat, causing irritation to the patient. There was a tube retraction. A different model shunt was implanted at the time of the explant. The doctor did not feel that the anterior displacement of the shunt could have led to a serious injury. The explant was performed primarily due to patient anatomy issues.

Manufacturer narrative:
Visual inspection showed that the returned sample was heavily damaged. The tube and setton were both broken. These damages indicate that excessive force and or handling took place. No evidence of damages caused by tooling used at the manufacturing plant could be identified. Conclusion: the device passed all acceptance criteria for all tests performed and is within all specifications during the manufacturing process, therefore no production related cause is expected. All pertinent information available to abbott medical optics inc has been provided.

Manufacturer narrative:
(B)(4). All pertinent information has been submitted.